Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during the surgery, the tip lock slid and became unlocked easily during use. The tip came off from the hand piece and fell in the surgical area, so that the surgeon was able to pick up and use it to complete the surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product/provided pictures identified the device was used. Fluid droplets were found in tubing. There was no visible evidence of damage to the device. Functional testing confirmed that the tip lock did slide up when device was in use, and the tip started shaking. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. The root cause of the reported issue is attributed to the tip lock thickness being at the low end of specification. The event is confirmed.

Event description:
There is no additional information.